Event description:
During a non-clinical activity, the user reported that the backup heater cooler in the storage room was not on; the circuit breaker may have been tripped. Since the event occurred during a non-clinical activity, there was no pt involvement during this event.